Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the functional display test failed. The screen was blank upon powering on the cycler. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. There were visual indications of dried fluid found underneath the pump gasket near the front panel mounting bracket hp3 and 2 filters were visual clogged. There were no other visual discrepancies found during the internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the front panel was replaced due to distorted display issues on (B)(6) 2019 per production problem report. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a clinics liberty select cycler would not turn on during power up. The power cord was properly connected into a wall outlet. There were no issues with the outlet or recent power outages in the area. The power switch was on and the buttons were not illuminated. At that point in time, the technical support representative advised to discontinue use of the cycler and a replacement cycler was issued. Additional information was requested, however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.